Event description:
Per the clinic, the patient was taken on the hospital for wound treatment after sustaining trauma to the cochlear implant side of the head. The casing of the external equipment reportedly cracked causing a laceration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.